Event description:
Patient had a had a accident and had a plate called matrix rib fixation system put in. Patient coughed and ribs snapped and plate lifted and screws became loose. Patient says the plate was made for ribs 8 and 9 but it was installed on rib 11. Patient cant go back to work due to pain and discomfort.